Event description:
It was reported that the patient with this implantable cardioverter-defibrillator cardiac resynchronization therapy defibrillator (crt-d) displayed alert due to high out-of-range shock impedance measurements on the right ventricular (rv) lead. The health care professional (hcp) reached out to technical services (ts) for review and consultation of the data of this patient. Upon review, high out-of-range shock impedance measurements were determined, which was believed to be caused by a physiologic process like calcification. Troubleshooting options were discussed. At this time, the product remains in service and no adverse patient effects were reported.